Event description:
It was reported that this right ventricular (rv) lead was explanted as lead exhibited loss of capture (loc) due to lead fracture. No new rv lead was implanted, and this lead will not be returned as it was retained by patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.